Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Samples has been received for the evaluation. The samples were evaluated by pump tester. The testing result found leaked at aff valve came from aff valve incomplete wrong shape. Therefore, the reported condition is confirmed. The manufacturing site determined that the issue occurred due to material part (pumping section/aff valve) that supplied by the supplier. As part of continuous improvements, a corrective action has been opened. The corrective and preventive action will be documented through CAPA.

Manufacturer narrative:
If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported leaking occurred during use. There was no harm to the patient.